Event description:
It was reported that when deployment of the spacer was attempted during an implant procedure, the top popped off the implant. Device analysis performed on the returned spacer revealed that the spindle cap was completely separated from the implant body due to breaks found on the four weld joints.